Manufacturer narrative:
Concomitant medical products: product ID: 8781, serial#: (B)(4), implanted: (B)(6) 2021, explanted: (B)(6) 2022, product type; catheter, product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2022, product type: catheter. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(4), ubd: 08-jul-2023, UDI#: (B)(4); product ID: 8780, serial/lot #: (B)(4), ubd: 20-jul-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and healthcare provider (hcp) via a company representative (rep) regarding a patient receiving intrathecal unknown baclofen 500 mcg/ml at 120 mcg/day via an implanted pump. It was asked but unknown when the event/difficulty occurred. It was reported the patient was having intermittent episodes of increased spasticity. She has had multiple catheter revisions for various reasons {refer to manufacturing report # 3004209178-2017-19177, 3004209178-2017-09615, and 3004209178-2016-23656 regarding previous catheter revisions}. It was unknown if there were any environmental/external/patient factors that may have led or contributed to the issue. Diagnostics/troubleshooting performed included aspiration showed positive flow from the catheter and there were no volume discrepancies when refilled. The old catheter was removed and replaced with a new 8781 on (B)(6) 2022. It was noted there were two catheters shown that were listed as active. All current catheters were removed, therefore only the new 8781 remains in the patient. The catheters were discarded. The issue was resolved at the time of this report and the patient¿s status was ¿alive- no injury¿. The patient¿s weight and medical history were asked and would not be made available.